Event description:
It was reported that during a lap gastric band procedure the seal on the device started leaking. The trocar was replaced and the procedure was completed with no patient consequence.

Manufacturer narrative:
Date sent: 05/29/2007.